Event description:
It was reported a spectrum pump displayed door not fully latched alarms when the door was closed. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the door not fully latched messages, which were reproduced during the eval. This was found to be caused by a loose link screw (upper). The condition was eliminated during eval by adjusting the screws with the door performing as expected. The screws were replaced.